Manufacturer narrative:
The investigation determined that non-reproducible vitros phenytoin (phyt) results were obtained on two different levels of non-vitros biorad quality control fluids processed using a vitros 5600 integrated system. The most likely assignable cause is instrument related, as the quality control data for both phyt and another immunorate assay (dgxn) showed unacceptable precision performance prior to maintenance actions and acceptable precision performance after maintenance actions. In addition, user error while changing the immunorate wash fluid tubing cannot be ruled out as a contributing factor.

Event description:
The customer obtained non-reproducible vitros phenytoin quality control results (biorad 2 = 7.58, 6.88 versus expected 12.26 ug/ml; biorad 3 = 9.61, 11.76 versus expected 20.01 ug/ml) processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected on patient samples. The non-reproducible vitros phenytoin results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).